Event description:
On (B)(6) 2011, pt reported the down button on the infusion device is not working. Pt stated the rubber casing is coming off from around the up button since she has been using that mainly when the down button stopped working. Pt reported she thinks it was the end of last year when she first noticed the issue with the button; pt chose to ignore it. Pt stated she can see the shiny part underneath the rubber peeling. Pt reported she doesn't wear the infusion device in a protective case. Pt stated the down button does pop back up when pressed. Pt switched to her backup infusion device. No physiological effects were reported. Pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.